Event description:
Device 1 of 2. Reference MFR report #1627487-2013-19389. It was reported, the pt's system was explanted. The date of the explant and the reason for the explant are unk.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.